Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient developed a severe nosebleed on (B)(6) 2017 from his left naris. The bleeding is reported to have lasted four to five hours without relief despite the application of pressure and the use of afrin. At the time of the event, the patient was taking aspirin and coumadin and reported that he had not had nosebleeds in the past. The patient presented to a local hospital emergency department (ed) where a rhino rocket was placed with plans for follow up and removal. The patient was seen at his vad-implanting facility clinic on (B)(6) 2017 where he was noted to have continued bleeding after removal of the rhino rocket. A second rhino rocket was placed in the office and the patient encouraged to present to the ed for treatment and/or possible surgical intervention. On (B)(6) 2017, the patient presented to the ed and was given a dose of keflex.  A decision was made to leave the rhino rocket in place at that time. On (B)(6) 2017, the patient reported that the rhino rocket had fallen out the day before. He further reported that he had not had any further bleeding. He is currently using saline nasal spray. The site reported that the event was resolved on (B)(6) 2017. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device or the implant procedure.